Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of flickering image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube dented. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunctions: flickering image caused due to the component failure of the ccd and the cause of the rigid tube failure could not be determined. The most likely cause is that too much force was applied to the rigid tube. The rigid tube failure event can likely be prevented by following the instructions for use which state: do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. Make sure that the product has been properly reprocessed. Visually inspect the product thoroughly. The product must be visually clean. Make sure that the product has: no dents, cracks, bending, or deformations, no cuts and other defects on the outer sleeve of the cable, no scratches, no corrosion, no lens damages or cover glass damages, no missing or loose parts, check all markings on the product for clear visibility. N for reprocessing. If endoscopes touch each other during reprocessing, transport or storage, damage to the endoscope can occur. Avoid that the endoscopes touch each other during reprocessing, transport or storage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the image is flickering on the video telescope. The event occurred during setup. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.